Manufacturer narrative:
Patient information was unavailable from the site. A site representative reported that, while in a spinal fusion procedure, their scout images had poor quality, and looked "grainy." The performed a rad/gain calibration and reported there was no artifact in the scan. Imaging and navigation were aborted. Case was continued using a different imaging system. The site had pulled the system from use until a system check out was completed and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation was performed and the field system engineer was able to replicate the reported event. Issue was resolved by performing rad and fluoro calibrations. No further issues were reported. Although the site reported they had performed same calibrations the day before without resolution, they also noted that the system had been powered on for only 15 minutes when they ran the calibrations which is the probable cause, as the system needed to be fully booted (warmed up) prior to calibration. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, their scout images had poor quality, and looked "grainy." The performed a rad/gain calibration and reported there was no artifact in the scan. Imaging and navigation were aborted. Case was continued using a different imaging system. The site had pulled the system from use until a system check out was completed and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).